Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january 2020. On (B)(6) 2014: the patient underwent a right total knee arthroplasty. Depuy implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon discovered adhesions; and tibial loosening at an unknown interface. No intraoperative complications were noted. Pmh: degenerative joint disease, right knee. Doi: (B)(6) 2014; dor: (B)(6) 2019.